Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device displayed no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6 . A DHR review of the current product was conducted and no problems were found. The subject device underwent visual and functional inspection. The customer allegation was not confirmed. The device meet product specifications. Based on the investigation, no nonconformances were found. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "endoscopic image disappearance and freezing warning the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed no image. There were no reports of patient harm.